Manufacturer narrative:
Update 20th april 2020 (natus complaint ref. # (B)(4). Investigation results & findings *note - since the time of call in of this incident, the date of the event has not been provided. Product examination and functional testing product was not returned for evaluation therefore unable to evaluate product for functional testing. CAPA trending review there are no CAPA's related to this issue and this complaint does not identify a deficiency in the product design and therefore a CAPA is not required. Complaint trending review per (B)(4) complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. No complaint trends have been identified. Risk management file review per (B)(4) spg risk analysis spreadsheet, hazard ID 5.32 "excessive noise in ob probe. Unable to hear heartbeat" matches this failure. Severity value is 3 and it is deemed an acceptable risk. DHR review DHR review was not conducted at this time as no lot / serial number was provided by the account since the time of call in of the incident. Service record review service repair investigations will be conducted during the repair process and trend data will be reviewed per (. This issue will be continued to be monitored.

Event description:
Customer states that the fetal doppler does not pick up well, especially with larger ladies and the sound is muffled and static filled.

Manufacturer narrative:
Patient information - no patient injury reported, device malfunction occurred. Date of event requested from the customer but information not yet provided. Relevant tests / laboratory data - this section is not applicable as no patient injury occurred. Other relevant history, including preexisting medical conditions: this section is not applicable as no patient injury occurred. Suspect products - not applicable. Serial # - this section is not applicable as the medical device does not have a serial number. If implanted date (mm/dd/yyyy) - this section is not applicable as the medical device is not implantable. If explanted date (mm/dd/yyyy) - this section is not applicable as the medical device is not implantable. Reprocessor name and address - this section is not applicable as the medical device is not a single-use device that was reprocessed or reused on a patient. Concomitant medical products and therapy dates (excluding treatment of event) - this section is not applicable to this type of device. For use by user facility / importer - not applicable as we are not a facility or importer of device. If nd, give protocol # - this section is not applicable as the medical device is not ind. Adverse event terms - this section is not applicable to medical devices. If remedial action initiated , check type - this section is not applicable as no remedial action was initiated. If action reported to FDA under 21 usc 360i (f), list correction / removal reporting number - this section is not applicable as there was no action reported under 21usc 360i(f).

Event description:
Customer states that the fetal doppler does not pick up well, especially with larger ladies and the sound is muffled and static filled.